Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the daughter was experienced a high blood glucose. The customer¿s blood glucose level was 511 mg/dl at the time of incident. Customer had a symptom like sleepy and nauseated. Customer treated with insulin pump and manual injection for high blood glucose. The product will not return for the analysis.